Event description:
As reported, during a procedure after firing 5-6 fasteners of capsure device, it did not release any fasteners. It was reported that the two components separated (peek and metal coil). There was no patient injury.

Manufacturer narrative:
As reported, two components were separated after firing 5-6 fasteners of capsure device. The subject device has not been received for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made at this time. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the device confirms loose/deformed fastener presented during use, as one loose fastener was received with the return and a deformed fastener deployed. The deployed of the stretched fastener is likely the result of forces applied while trying to get the fastener to deploy after it became stuck as reported. After the device was cleared it functioned as intended during functional and simulated use testing. Based on the sample evaluation the reported event of the fastener cap detaching from the fastener coil is likely the result of an event occurring during user/device interface with forces applied while in use. No other peek caps were found to detach in testing. No manufacturing anomalies found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, two components were separated after firing 5-6 fasteners of capsure device. The subject device has not been received for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made at this time. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure after firing 5-6 fasteners of capsure device, it did not release any fasteners. It was reported that the two components separated (peek and metal coil). There was no patient injury.